Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device was showing high impedance readings. It was stated there were impedance readings of >4,000 ohms on the patient's device. Additional information has been requested, a follow-up report will be sent if additional information becomes available.